Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0ageh, implanted: (B)(6) 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 15-may-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a return of unspecified symptoms on saturday. An out of range (oor) message appeared on the programmer when the patient's husband attempted to increase therapy, which could not be done due to the oor message. Impedance testing was conducted, revealing high impedance on some electrode pairs and values between 3000-7000 on others. The patient was unable to increase therapy and was advised to try recharging the device and/or switching to a different therapy group, though the current group provided the best settings. The patient was scheduled for a device revision. During follow up during investigation, additional information was received from the manufacturer representative (rep) that during the revision, it was found that the right lead was compromised at the lead/extension site. The revision did not resolve the return of symptoms, impedances, and oor. It is planned to replace the right lead, however, it is still implanted at this time to receive benefit from the left lead.

Event description:
Additional information was merged into this report: it was reported that error messages were displayed on the programming tablet during deep brain stimulation device programming. There were allegations of incompatibility between new programming tablets and older implantable neurostimulators, as well as the appearance of unknown message screens on the clinician programmer application during device programming. Technical services requested the application logs and communication manager logs for further analysis and directed the issue to the hypercare team for additional discussion. No patient complications have been reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the error messages were that some of the pt's impedances were out of range. The patient was scheduled for surgery on (B)(6) 2025 to investigate and possibly replace the extensions. Rep stated the patient has a broken lead. Rep states the patient had an exploratory surgery and has a broken lead, but still has battery life left in their implantable neurostimulator (ins). Additional information was received from the manufacturer representative (rep) that replacement happened (B)(6) 2025. The right lead was replaced and the right extension was re placed. All impedances were good post op. No items will be returned.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0ageh implanted: (B)(6) 2013 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.